Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips were not closed completely when the applier was fired. The clips fell off. These clip appliers came out of fdc10 kits. The completed the case with an additional clip applier. There was no consequence to the pt.